Event description:
It has been reported to philips that the system did not switch on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the machine did not switch on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and suspect rcd tripper error. The philips field service engineer (fse) visited onsite and discovered it could not be powered on, nor could the input mcb be activated. The fse also identified a potential problem with either the relay monitoring device or a current leakage. To resolve the issue, fse reset all power connections to the hospital and reconnected the ups input power, releasing the uv in the mcb. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.